Event description:
It was reported that this pacemaker system exhibited noise and oversensing on the right atrial (ra) lead channel. Noise was also present on the right ventricular (rv) lead channel without oversensing. This resulted in a single false atrial tachy response (atr) episode. Technical services (ts) provided troubleshooting and noted that the noise may be due to electromagnetic interference (emi) or movement. All other lead measurements were normal. No adverse patient effects were reported. Currently, this pacemaker system remains in service.